Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a left anterior descending artery (lad). A 3.50 x 48 synergy stent was deployed in the lad. Following deployment and post dilation, a type c distal edge dissection was noted in the distal part of the stent. It was noted that the device and post dilation of the balloon likely caused or contributed to the dissection. To cover the edge dissection, a 3 x 8 synergy was deployed distal to the first stent, overlapping it, and covered the dissection. The procedure was successfully completed, and the patient was reported to be fully recovered and stable.